Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose level was elevated (500 mg/dl). Customer disconnected from the pump and reverted to manual insulin injections. Blood glucose level was 140 m/dl at the time of the report.